Event description:
It was reported that during a cryo ablation procedure using a polarmap catheter the mapping catheter caught in the tissue around the lower right pulmonary vein. When ablating the lower right pulmonary vein the catheter was noted to be difficult to move and they confirmed with fluoroscopy that the catheter appeared to be caught in the tissue around the vein. They attempted to pull the catheter from the area several times before they were successful in repositioning the catheter. Noise appeared on electrodes 7 and 8 and they were unable to view the potential. They used the original device to ablate the upper left and lower left pulmonary veins with no further issues. They completed the procedure with no patient complications. The catheter has been received by boston scientific's post market laboratory and is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the catheter was first visually inspected and no external abnormalities were found. Next, electrical testing was performed and it found the electrode 7 was electrically open. The electrode defect would lead to to the signal quality issues in the complaint, however, no issue was found with the returned catheter that would have resulted in the difficulty withdrawing the catheter. With all available information it was determined that the cause of the noise was component failure and that the cause of the difficulty while withdrawing the catheter could not be determined.

Event description:
It was reported that during a cryo ablation procedure using a polarmap catheter the mapping catheter caught in the tissue around the lower right pulmonary vein. When ablating the lower right pulmonary vein the catheter was noted to be difficult to move and they confirmed with fluoroscopy that the catheter appeared to be caught in the tissue around the vein. They attempted to pull the catheter from the area several times before they were successful in repositioning the catheter. Noise appeared on electrodes 7 and 8 and they were unable to view the potential. They used the original device to ablate the upper left and lower left pulmonary veins with no further issues. They completed the procedure with no patient complications. The catheter has been received at boston scientific's post market laboratory for analysis.